Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14917. It was reported the patient experienced ineffective therapy on the right side. X-ray confirmed the leads migrated. In turn, surgical intervention may occur to address the issue.